Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he believes that his vibrate feature was still not working. Customer stated that for the last 5 days the pump has been making audible alarms instead of vibrating. Customer verified that the settings were as they should be. Customer stated that he will try re-initializing his continuous glucose monitoring system first and will call back.

Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken black vibrator motor wire. The insulin pump was monitored and all audio alarms working properly. No audio / beep anomaly noted. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.